Event description:
It was reported that during a low anterior resection, post the first firing, the distal staple line was not formed. One side staple line was formed and other side was missing. The staples were "b" formed. Case was completed with sutures. No patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results showed that the device was received in good visual conditions and with no reload present. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete, and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. Event could not be confirmed as no cartridge was received for analysis. It was determined that the returned instrument was used beyond the product expiry date. Instruments are designed, tested and validated for a predetermined product life. Sterility or functionality is not guaranteed beyond the expiration date. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.